Event description:
A malfunction alarm was reported with the code malf 16 for the pump, which was confirmed to be in warranty. There was no adverse impact to the customer¿s blood glucose level, and it did not exceed 500 mg/dl. Tandem technical support decided to replace the pump, instructing the customer to use multiple daily injections (mdi) as a backup therapy to ensure continued insulin delivery. The customer was guided to put the pump into storage mode and understood the instructions to return the pump via a pre-paid label within ten days.